Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had low blood glucose level. The customer¿s blood glucose level was in range of 52 mg/dl at the time of incident. The customer reported that the blood glucose level in the morning was 53 mg/dl. The customer also reported that she was attempting to change out the battery when she realized that the battery cap was not fitting onto the insulin pump. The insulin pump will not be returned for analysis.